Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that there was unexpected stimulation. The patient stated for some reason they periodically felt uncomfortably stimulation, so they decided to turn the therapy off. However, the patient continued to feel periodic uncomfortable stimulation even when the therapy was off. The patient mentioned that they went to their doctor a couple of months ago and they "put it on a low setting" but they continued to feel the stimulation stronger to the point that they were crossing their legs, and they felt it between their legs when they urinated. The patient stated that it felt like electric shock in their vagina. The patient was redirected to their healthcare provider (hcp) to further address the issue. Agent email sunmed information to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient said the problem they were having was the device was shocking them. The cause was unknown, and they want it removed. The patient went to the urologist, and he turned it off because the patient needs to have mris. Patient, the device is supposed to be off, and every once in a while they get a shock/jolt. The patient said when they urinate, it feels like their vagina is buzzing. Patient said the urologist doesn't believe them. The patient also reported a tingling in their shoulder, which the hcp said is impossible, but the patient said they had never had it before. Patient mentioned the device being turned back on last (B)(6).